Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: customer wanted silicone , unhappy. (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision with unknown saline breast implants which the patient indicated that she wanted to switch from saline to silicone to achieve gummy bear look , and has sharp pain on the right side after implantation. As a result patient had the device removed and replaced with silicone implants on (B)(6) 2020. This report is for the left side.